Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material adhering inside the air/water nozzle and not being removed causing a clog of the nozzle. Concerning the cause of foreign material flowing inside the air/water channel, it was not possible to presume the cause since detailed information on handling of the device was not obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. The devices are reprocessed in oer-3 and oer-5 automatic endoscopy reprocessors at the facility. The device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material and when it adhered in the device was not known. It is not known if there is a possibility of the device with the presence of foreign material being used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.

Event description:
Addendum jan 18, 2023: the customer reported event occurred during inspection. The intended procedure was completed. There was no impact on the patient nor the procedure. No other device was used in combination with this device at the time of the event. The facility performs inspections of devices prior to use in a procedure.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. This device is not sold in the u.s., but a similar device is. Upon inspection and testing, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of flexibility adjustment ring, water tightness is lost; due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; distal end rubber coating (a-rubber) adhesive has a chip, crack, and a white-clouded area; switch (sw) sw4 has wear; adhesive around objective lens is peeled; adhesive around light guide lens (lg) and objective lens has a white-clouded area; color ring has a crack; distal end cover (c-cover) has a dent; suction cylinder is shaved; sw4 has wear; control unit is damaged; scope cover plate has peeling; indication on scope connector is peeled; universal cord has a wrinkle; paint on suction cylinder is peeled; and a-rubber, connecting tube, protector of universal cord, and sw1 have a scratch. Customer reported leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer sent in this device for evaluation and repair of air bubble from variable lever at control unit, indicating leakage. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.